Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen, fentanyl, clonidine and bupivacaine via an implantable pump. It was reported that during a scheduled pocket revision, a cap dye study was performed which revealed a leak at the connector site. It was indicated the event was related to the device or therapy. The pump segment of the catheter was revised on (B)(6) 2020. The issue resolved without sequelae on (B)(6) 2020.